Manufacturer narrative:
The implantable cardioverter defibrillator was returned due to unknown death. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.

Event description:
Related manufacturer report number: 2017865-2022-37533. Related manufacturer report number: 2017865-2022-37534. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.